Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was faulty had issue with the leading haptic was noticed. The left eye was affected. The procedure was completed on same day and the issue had caused a 5-minute delay to the procedure. Additional information has been requested.